Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. No patient involvement reported. Event date: unknown. Additional product code: fsm. Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) manufacturing date: 16.oct.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: (B)(6) reported the following event: prior to surgery (before use on the patient) on (B)(6) 2016 when trays were being unwrapped, the surgeon noticed that the two ends of the cable passer would not align properly. As this is the only device of its type at the hospital, a traditional cable passer was used instead. There was no delay in surgery. This complaint involves one device. This report is 1 of 1 for (B)(4).